Manufacturer narrative:
The na electrode lot number is abq35. The expiration date was requested but not provided. The field service engineer (fse) inspected the analyzer and found an already tightened vacuum nozzle screw. He removed the vacuum nozzle screw and checked the shaft and screw threads. He cleaned the ion-selective electrode (ise) block and electrodes and checked the vacuum sipper and sipper movement. He performed ise checks and a 21-cup precision check. The investigation is ongoing.

Event description:
The initial reporter received a questionable na electrode result from one patient sample tested on the cobas pro ise analytical unit the initial na result from the analyzer was 146.2 mmol/l (146 mmol/l). The repeat result from another cobas pro analyzer was 139.6 mmol/l (140 mmol/l). The repeat result was deemed correct. The initial result was not reported outside the laboratory as they were deemed high and did not match the patient's history, prompting the patient sample rerun. The reporter found the ion-selective electrode vacuum nozzle was loose.

Manufacturer narrative:
The investigation reviewed the calibration and qc data; the results were within specifications. The investigation reviewed the alarm trace; no issues were noted. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.